Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic ventral hernia, when closing the fascia, the needle broke when passing through the fascia. It was on the second pass with the needle. The surgeon did not bend nor grab the needle at the tip. They did not retrieve the needle as it was too small to xray or find. Another suture was opened to complete the procedure.